Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing black specs in the tubing and has alleged to experiencing yellow fluid in the mouth, not sleeping well and is afraid of getting pneumonia. There was no report of patient harm or injury.

Manufacturer narrative:
The manufacturer previously reported an alleged issue related to the CPAP device's sound abatement foam, and that there was no report of patient harm or injury. The manufacturer received new information that stated the patient has prostate cancer. The medical intervention is not specified.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing black specs in the tubing and has alleged to experiencing yellow fluid in the mouth, not sleeping well and is afraid of getting pneumonia and prostate cancer related to a CPAP device's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.